Event description:
Part/interface does not disengage.

Manufacturer narrative:
Part/interface does not disengage. New information provided the issue would be an osseointegration issue.

Event description:
Part/interface does not disengage. New information provided the issue would be an osseointegration issue.